Manufacturer narrative:
Updated results coding grid.

Event description:
It has been reported that the device would not power on.

Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated conclusion code grid.